Manufacturer narrative:
H6 : health effect - clinical code : 2261 health effect - impact code 2199 medical device problem code 3191. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose. The customer reported blood glucose value of 26 mg/dl. The customer reported hypoglycemia, seizures, absence treated with glucagon. The event involved product(s) mmt-332a, mmt-244a, mmt-7040a, mmt-1884l. Troubleshooting was performed. Customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported low bg event. No further patient complications were reported. No product return is required for mmt-332a, mmt-244a. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. No product return is required for mmt-1884l.

Event description:
Updated summary: customer reported having a low blood glucose level. There was no seizure. Customer was thinking that the difference in sensor glucose versus blood glucose led up to the low. Son noticed a pump alarm around 6:30am. The low was treated with glucagon. Customer declined further troubleshooting for the low. Customer declined troubleshooting for the sensor. Customer said smartguard was used at the time of the low. However, per carelink, smartguard was not used at the time of the low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.